Event description:
It was reported that during a rotator cuff repair the device wouldn't pass the suture. Surgeon had to use competitor's product to complete procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not made available.